Manufacturer narrative:
The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd luer-lok¿ syringe sterile, single use, 10 ml, foreign matter was observed in the syringe. The following information was provided by the initial reporter: we are noticing black particles in the syringes.

Event description:
It was reported that prior to using a bd luer-lok¿ syringe sterile, single use, 10 ml, foreign matter was observed in the syringe. The following information was provided by the initial reporter: we are noticing black particles in the syringes.

Manufacturer narrative:
H.6. Investigation summary: one 10ml luer-lock syringe in a sealed package from batch 0266537 was received and evaluated. The barrel has a 1/8 inch scratch on the opposite side of the b-d logo with a black ink spot. The condition observed is acceptable per product specification. Since the defects observed are within the acceptable limits, no corrective actions are necessary. A device history record review was completed for provided lot number 0266537. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.